Event description:
It was reported that when the patient had her third implant, the catheter had tiny holes in it and had to be replaced. The patient went through withdrawal, which was "miserable."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot # l57096, implanted: (B)(6) 1998, explanted: (B)(6) 2012, product type catheter.